Event description:
Patient was in an accident 3 months after the surgery. Her face is swollen and she feels discomfort. Her surgeon wants to wait 6 months before doing a revision surgery. He took x-rays and everything is intact. Patient wants the implant to be removed.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Device still implanted.